Event description:
We received an allegation of questionable high results for 1 patient tested for elecsys troponin t hs (troponin t hs) on a cobas 6000 e601 module and a cobas e801 analyzer. The customer alleged that a high elecsys troponin t hs (troponin t hs) assay result from the e601 module reportedly led to a patient¿s unnecessary cardiac angiography. Based on the result, the clinician allegedly performed an electrocardiogram and cardiac angiography and found no abnormalities. Three additional samples from the patient were obtained and tested for troponin t hs on subsequent days on the e601 module and the e801 analyzer; the results remained high. The doctor allegedly questioned the high results. On (B)(6) 2025, the original sample was repeated by a competitor¿s troponin I method, and the result was "negative." The customer also alleged discrepant high results for this patient when tested between the standard application and the 9-minute (stat = short turn around time) application of the assay when tested on the e601 module and a cobas e801 analyzer. The patient¿s 4 samples (2 serum and 2 plasma) were repeated. The results using the standard application of the assay were reproducible; however, when the samples were tested with the stat application of the assay, the results were discrepant. Refer to the attached data for all of the specific results related to these allegations.

Manufacturer narrative:
The e601 module serial number was (B)(6). The reagent lot number used with this module was 802256 with an expiration date of 31-oct-2025. The serial number for the e801 analyzer was not provided. The reagent lot number used with this analyzer was 811848 with an expiration date of 30-nov-2025. The competitor method was reportedly siemens. The customer performed interference testing using polyethylene glycol (peg) sedimentation. Refer to the attached data for the specific results. Sample material was requested for investigation.

Manufacturer narrative:
The calibration and qc data showed no indication of an issue. The patient samples were received and underwent further investigation, resulting in elevated troponin t hs values. Treatment with a heterophilic blocking tube (hb tube) led to a significantly decreased recovery of troponin in each of the patient samples, indicating the presence of heterophilic antibodies. The product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." In addition, sample 3 was analyzed using size exclusion chromatography (sec). The investigation results suggest negative results. An interference of the igg or igm type could not be demonstrated. Moreover, measurement of the patient samples with two different competitor assays yielded troponin values below the cut-off value. Based on the results of the investigations described, the measured elecsys troponin t values in the patient samples are considered to be false positives. The investigation did not identify a product problem. The cause of the event was consistent with the presence of heterophilic antibody interference.